Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The power cable for the navigation system was returned to the manufacturer for evaluation. Testing found that the plug had an intermittent connection when flexed by the tester. It was noted that the black wire was loosely connected in the plug housing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The power switch assembly cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a procedure, the navigation system would restart without prompt from the user. It was noted that when manual manipulation of the power cord occurred, however during registration the reported issue would occur. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. No additional information was provided.